Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that there was a foggy image. No death or (unanticipated) serious deterioration in state of health reported.

Manufacturer narrative:
Evaluation findings: the error described by the customer as "foggy image" can be confirmed. The image shows partial shadows/blurred areas across the entire image. By focusing, the cause of the blurred areas could be determined. The optical shaft is clearly bent, which means that one or more rod lenses in the rod lens system are broken, significantly impairing the image quality. Furthermore, due to the rod lens breakage, significant foreign/dirt particles are visible in the system. The damage found cannot be attributed to a manufacturing/production defect, but was caused by mechanical overload of the shaft, most likely due to clinical use/clinical preparation. The event is filed under internal karl storz complaint ID: (B)(4).